Manufacturer narrative:
(B)(4). PMA/510(k): the rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the seven complaint rt021 catheter mounts were returned to fisher & paykel healthcare in (B)(4), and were visually inspected. Result: visual inspection revealed that for all complaint devices, the catheter mount swivel was not moving at the tubing side. Further inspection revealed that three of the returned rt021 units had excessive glue between the tube and the connector. Conclusion: the faults reported by the hospital were due to excessive glue, which affects the movement of the swivel. We have since informed the production staff about this issue to prevent it from happening. All rt021 catheter mounts are visually inspected and pressure tested prior to release for distribution, and those that fail are rejected. Our user instructions that accompany the rt021 catheter mount state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that seven rt021 catheter mounts were found to have "glue flaking" and swivels not moving. This was observed before use on patient.